Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had not charged for a couple of months. A power on reset (por) occurred which was successfully cleared. Impedance testing showed high on some contacts which were reprogrammed around. There were no plans for a revision at this time. The patient reported appropriated coverage. It was noted there was a stop in therapy while the patient was not charged but the patient was fine at the time of this report.